Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. One certain® gold-tite® hexed screws was returned for investigation. Visual evaluation of the as returned product identified the hex was rounded/damaged.functional testing to recreate the reported event could not be performed due to the nature of the event and device. No pre-existing conditions were noted on the per. The device had been placed on unknown tooth locations for approximately 2 years. X-ray or picture images were not provided. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - (B)(6) 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause screw loosening. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review by item (iunihg) was performed over a one-year period and no complaints about nonconforming product was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, an unreported device malfunction did occur. However, the reported event could not be verified as the exact details of event are nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot and UDI number unknown / not provided . Email address unknown / not provided.

Event description:
It was reported screw loosening. Screw had been placed on (B)(6) 2018. Procedure completed with other screw.